Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) would not power on with three fully charged autopulse li-ion batteries (sn (B)(4), (B)(4),(B)(4). The customer performed approximately 20 minutes of manual CPR. The three batteries showed 4 green led lights when the status were pressed. At a later date, the autopulse platform does power on with all three batteries without any issues. No consequences or impact to the patient. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).